Event description:
It was reported that the patient was experiencing inadequate pain relief and having difficulty with charging the device. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
Correction: aware date.

Event description:
It was reported that the patient was experiencing inadequate pain relief and having difficulty with charging the device. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
Correction: aware date.

Event description:
It was reported that the patient was experiencing inadequate pain relief and having difficulty with charging the device. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg was not returned in accordance with facility policy.